Event description:
The folowing report was received on (B)(6) 2023 from the distributer: they returned this stent to me from clinica tabancura because it fell apart when it was deployed. Doctor tried to deploy the stent and he saw on the angiograph screen that the stent was disassembled as shows in the image sent to you yes and not. When the stent get out of the guide catheter, the doctor detected this problem. He did not manage to deploy it because the image of the stent seemed strange to him. They zoomed in on the image of the stent and he saw the thread of the stent disassembled. Additional information received on november 15, 2023 from the distributor: cardiologist tried to deploy the stent and he saw on the angiograph screen that the stent was disassembled. He detected the problem when the stent was out of the the guide catheter. He did not inflate the balloon because the image of the stent seemed strange to him. They zoomed in on the stent's image and he saw the thread of the stent disassembled he removed it and left it in its packaging. The event was resolved with no patient injury.

Manufacturer narrative:
Device history record (DHR) review, conducted on 26 november 2023 indicated the device was supplied meeting its specification. Case investigation is ongoing.

Manufacturer narrative:
IFU review was performed on april 1,2024; no deviation from IFU reported. Final investigation report, issued on april 11, 2024 concluded the following: 1. From the picture sent by the distributor, it only can be concluded that there is a strut uplift at stent proximal edge. This can occur outside the patient during preparation due to mishandling, or inside the patient during device tracking to the lesion or withdrawal, if the physician accounted some difficulty due to tortuosity or calcification for example. 2. Because of the lack of information, the poor quality of the picture and inability to make a proper investigation without the device, there is no possibility to conclude what is the cause of the strut uplift. 3. The DHR review (device history record) of lot # lnrin00573 indicates that the product was supplied meeting specifications. Medinol releases only products that successfully passed final quality controls and release tests, and meet specifications; therefore, this event is not related to medinol's manufacturing processes. 4. The event of this complaint is addressed in the elunir dfmea report, and the risk remains low. No new risks were identified.